Event description:
Literature was reviewed regarding conduction system pacing (csp) versus right ventricular septal pacing (rvsp). The authors described patient deaths in both groups; however, the causes of death were unknown and described as all-cause mortality. In both groups, there were patients who experienced heart failure hospitalizations, pacing induced cardiomyopathy (picm), and new onset atrial fibrillation (af). Lead revisions were required in five patients in the csp group due to macro-dislodgments and three patients due to rising thresholds. In the rvsp group, there was one patient that required a revision for a rising threshold. There were also drops in impedance in both groups. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender characteristics is male. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical outcomes of conduction system pacing vs right ventricular septal pacing in atrioventricular block the cspace randomized controlled trial. Journal of the american college of cardiology (jacc). 2025. 86:563¿573. Doi: 10.1016/j.jacc.2025.06.043. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.